Event description:
It was reported that the customer's blood glucose was high for several days. The blood glucose reading was 505 mg/dl. It was stated that the customer treated with a manual injection and the high blood glucose continued. The programming on the insulin pump was correct. Performed a high pressure test and the device did not alarm. The customer denied additional troubleshooting and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.